Manufacturer narrative:
Findings: all operating currents are with in specification. No unexpected low battery off no power alarms noted. However corroded battery cap contact noted during visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power without low battery indicator. Customer's blood glucose was 600 mg/dl. The customer was able to treat with humalog through manual injections. The customer stated that the device would go through the batteries very fast. The customer has no other new batteries to test with over phone. The customer was advised that we would send out replacement pump.